Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient condition was good.